Event description:
The user received erroneous calcium results and provided data for two patient plasma samples in lithium heparin b-d tubes with separator. All results are in mg per dl. Of the data provided, the results for one sample were discrepant. The initial result on integra serial number (B)(4) was 8.6 and 9.0. The result from integra serial number (B)(4) was 7.5. The erroneous results were not reported. The field service representative determined there was a mechanical failure and replaced the water valve and other parts. He verified the analyzer performance by running precision testing with acceptable results.

Manufacturer narrative:
The field service representative determined there was a fluidics issue and replaced the syringe valves. He verified the cleaner valve operation, checked the inner and outer probe wash, decontaminated the system, swapped the reagent transfer controller pcbs and performed a code download. He replaced the sample transfer chain and performed a code download. He replaced the sample transfer chain cables and reflared the reagent tubing. To verify the analyzer operation, he ran precision and check tests with acceptable results. He ran precision and check tests with acceptable results. He ran several patients and all results matched the other integra analyzer.

Event description:
The user received erroneous calcium results and provided data for two pt plasma samples in lithium heparin b-d tabes with separator. All results are in mg per dl. Of the data provided, the results for one sample were discrepant. The initial result on integra (B) (4) was 8.6 and 9.0. The result from integra (B) (4) was 7.5. The erroneous results were not reported. The field service rep determined there was a mechanical failure and replaced the water valve and other parts. He verified the analyzer performance by running precision testing with acceptable results.